Event description:
The surgeon reported that on 01/11/1999, he performed an enucleation procedure using ocu-guard as the hydroxyapetite orbital implant wrap to treat the pt for a blind, painful eye. Following this procedure, the pt presented with exposure of the orbital implant wrap accompanied by excessive drainage. The surgeon then removed the hydroxyapetite implant and replaced it with a silicone sphere. Subsequently, the pt presented with extrusion of the implant and the surgeon also removed the ocu-guard orbital implant wrap. The surgeon stated that the pt experienced a "probable allergic reaction". The pt is healing from the surgery.